Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, the patient a home when she felt very sick, was delirious, vomiting constantly, couldn¿t eat or drink, and couldn¿t sleep. At some point during the event the patient lost consciousness. Her cgm was showing 158 mg/dl. The patient was taken to the hospital and there the bg reading was discrepant with the cgm readings (no value provided). She stated that the cgm reading was inaccurate. The patient did not perform a fingerstick to compare prior to going to the hospital. Upon arrival at the hospital around 7:30 am, the patient was admitted to the intensive care unit (ICU). Her bg reading was checked and reading was 798 mg/dl while her cgm was still displaying 158 mg/dl. The patient was diagnosed with diabetic ketoacidosis (dka). The patient was treated with insulin drip and IV medication. The patient was discharged on sunday on (B)(6) 2025. At the time of the report the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient lost consciousness. The reported glucose values fall within the c zone of the parkes error grid at the hospital. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of diabetic ketoacidosis.. H6 health effect - clinical code - e0207 delirium. H6 health effect - clinical code - e0130 sleep dysfunction.